Event description:
It was reported that 3 bd luer-lok¿ tip disposable syringes had liquid in them. The following information was provided by the initial reporter: "when preparing an "epi spritzer" for a critical patient going on transport to CT, I noticed that there was a liquid in the 3 ml syringe when I opened it from the package and pulled back the plunger. I then repeated this with two other 3 ml syringes which also had liquid in them. I then prepared the medication using a 5 ml syringe rather than a 3 ml syringe to circumvent the issue and notified the apsm who escalated to quality and safety."

Manufacturer narrative:
H.6. Investigation: three loose 3ml syringes (p/n 309657) were received. The samples were visually evaluated. Upon exercising the plunger/stopper assembly liquid was observed to be stringing between the barrel roof and stopper. Some pooling was evident on the stoppers as well. The liquid appeared to be silicone lubricant, of which there was an excessive amount present. The observed condition was non-conforming per product specification. Potential root cause for the excessive silicone defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1181523 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd luer-lok¿ tip disposable syringes had liquid in them. The following information was provided by the initial reporter: "when preparing an "epi spritzer" for a critical patient going on transport to CT, I noticed that there was a liquid in the 3 ml syringe when I opened it from the package and pulled back the plunger. I then repeated this with two other 3 ml syringes which also had liquid in them. I then prepared the medication using a 5 ml syringe rather than a 3 ml syringe to circumvent the issue and notified the apsm who escalated to quality and safety."